Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization procedure only: part no.: 04.614.128s lot no.: 3484938 manufacturing location: selzach supplier: frueh ag release to warehouse date: 02.jul.2010 expiry date: 01.jun.2020 non-sterile 04.614.128 / 6404525 was manufactured in us, brandywine part number: 04.614.128 lot number: 6404525 date of manufacture: june 2010 place of manufacture: brandywine list of nonconformances: none no ncrs were generated during production. Review of the device history record(s) for this part and all components showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed on the returned screw showed displaced sleeve portions in the screw assembly. Due to the sleeve displacement it was noted that screw placement in bushing has been altered. Also, a dented edge was noted on the screw hexes when viewed under 10x magnification. No new issues were identified. The overall received condition agrees with the complaint description and therefore the complaint is confirmed. Drawing review/document specification: 4mm ti top loading canc screw assembly: 04_614_108 rev.b was reviewed, and no design issues were noted. Dimensional inspection was not able to be performed as relevant components of the returned assembly were not accessible for measurement. DHR review performed showed no issues during the device manufacture that would cause this complaint condition. Conclusion: no root cause could be determined, however any unintended forces during usage could have caused sleeve displacement which in turn resulted in issues with grasping the hex head portion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Concomitant device unknown screwdriver was reported inadvertently as a concomitant device on initial medwatch report. This device is a reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a cervical posterior fixation surgery to fix c1-c2, the screw driver could not hold the cancellous screw synapse with enough hold. The first and second screws had no problem to tighten, however, when the surgeon tightened the 3rd screw, the surgeon recognized that the screw driver could not hold the screw with enough hold. The surgeon tried again to hold, but it could not. Finally, the surgeon replaced the screw to complete the final tightening. There was less than 30 minutes surgical delay and there was no adverse consequence to the patient. Concomitant device reported: unknown screwdriver (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 2 for (B)(4).